Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Macroscopic and optical examination of the set screws revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with misalignment of the mas head and set screw threads. A review of the device history records did not identify any applicable nonconformance to specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
Corrections: 30 day the initial submission was erroneously submitted as a 5 day report. Medtronic was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgical procedure at l1-l5. It was reported that the set screw stripped while trying to reduce the rod. The set screw was removed and replaced. No patient complications were reported.